Event description:
The manufacturer received information alleging not blowing/ error message. During the evaluation of the device at the third-party service center, the device was visually inspected and found burnt pcba. Customer complaint was reproduced. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.